Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) from a (B)(6) nurse of fever, peritonitis with culture positive for e. Coli, decrease in sensorium, poor appetite, infection in lungs, and fatal cardiac arrest in a female patient coincident with dianeal pd2 therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced peritonitis with culture positive for escherichia coli manifested by abdominal pain, cloudy effluent and fever. On (B)(6) 2011, the patient was hospitalized for decreased sensorium, poor appetite and peritonitis. On an unreported date, the patient began remedial therapy with rocephin, levox, chloramphenicol and diflucan. Per the nurse, the physician reported the patient had an infection in her lungs. The lung infection was treated with an unspecified antibiotic. On (B)(6) 2011, the patient was intubated. The patient was not responding to any medications. On (B)(6) 2011, the patient expired. It is unknown if an autopsy was performed. The peritonitis had not resolved prior to the patient's death. It was not reported whether dianeal therapy was ongoing at the time of the patient's death.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore, no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number could not be identified.